Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the bus not detected message in drawers 2.1 and 2.2 and associated pockets are failed as well. A field service engineer (fse) performed field tests on the drawer controllers and found both controllers reading approximately 500 ohms, indicating a failure. The fse then replaced the drawer controllers on 2.1 and 2.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 and 2.2 displayed a "bus not detected" error. Customer stated that multiple reboots were attempted but were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.